Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2022 the pump alarmed low battery alert, replace battery now and failed battery test. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thump. Pump trace download analysis confirmed the pump alarmed 2 low battery alert on (B)(6) 2022 at 15:40:00.000 and 11:33:00.000. Replace battery alert on (B)(6) 2022 21:04:00.000 and 9 failed battery test on (B)(6) 2022 between 21:07:01.000 and 21:17:36.000. The power management graph confirmed the pump alarmed failed battery test, low battery alert and replace battery alert due to corroded battery tube. The electronic assembly were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay, the p-cap/reservoir does lock properly. The power management graph confirmed the pump alarmed failed battery test, low battery alert and replace battery alert due to corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the low battery alerts. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Insulin pump successfully downloaded to thump. Insulin pump trace download analysis confirmed the insulin pump alarmed 2 low battery alert on 01/03/2022 at 15:40:00.000 and 11:33:00.000. Replace battery alert on 01/06/2022 21:04:00.000 and 9 failed battery test on 01/06/2022 between 21:07:01.000 and 21:17:36.000. The power management graph confirmed the insulin pump alarmed failed battery test, low battery alert and replace battery alert due to corroded battery tube. The electronic assembly were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay, the p-cap/reservoir does lock properly. The power management graph confirmed the insulin pump alarmed failed battery test, low battery alert and replace battery alert due to corroded battery tube. Per r&d ee team observation - sleep current within specification. Tested ok. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.